Manufacturer narrative:
H.6. Investigation: seven 3ml sealed packaged syringes were received, confirmed to be from batch #9130794 (p/n 309657). They were visually evaluated. The barrels were observed to have varying degrees of missing scale print between the logo and 1ml marking. No samples were received from batch 9140840. The missing print observed was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process and with failure to contain defect. DHR was performed. A quality notification was issued for missing print during the manufacture of this batch. Adjustments were made, line cleared and product requalified per applicable aql before production resumed. Batch 9130794 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: material no: 309657, batch no: 9130794, 9140840. Product catalog number: 309657. Product description: syringe 3ml lf strl grad n-pyrg ll dehp-fr pvc free med disp origin of the issue: patient safety. Detail: 3ml syringe part# 309657, lot# 9130794 is defective. The measurement scale printed on the syringe is incomplete. Number of occurrences: 3.0. Lot number: 9140840.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9130794, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-10. Medical device lot #: 9140840, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-20.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: material no: 309657 batch no: 9130794, 9140840. Product catalog number: 309657. Product description: syringe 3ml lf strl grad n-pyrg ll dehp-fr pvc free med disp origin of the issue: patient safety. Detail: 3ml syringe part# 309657, lot# 9130794 is defective. The measurement scale printed on the syringe is incomplete. Number of occurrences: 3.0. Lot number: 9140840.